Event description:
The customer stated that falsely elevated architect prolactin results were generated for a female patient. The initial result was 120 ng/ml and the repeat result was 124 ng/ml (above the normal range). The expected range for females per the architect prolactin package insert is 5.18 - 26.53 ng/ml. When tested on the roche platform at another hospital, the result was within the normal range (exact value not provided). It is suspected the falsely elevated results are due to an interfering substance in the sample. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 28258ud01 was identified.